Event description:
It was reported that an unspecified number of pen ndl 31g 5mm 90 count mail order only experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported upon removing the tear drop label from one pen needle, there is something small and red that he can see in the needle hub. Stated it almost looks like a bug. Lot #: 9114904. Catalog#: 320882. Date of event: 08/30/20.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 5mm, 31g pen needle from lot # 9114904. Customer states that there is something small and red that the consumer can see in the needle hub. The returned pen needle was examined and exhibited reddish material on the inner surface of the outer cover. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood mixed with silicone. The blood would most likely not be acquired during the manufacturing site. Based on DHR review, no foreign matter was detected during the production of the reported batch. Root cause cannot be determined at this time as the issue is unconfirmed. The blood would most likely not be acquired during the manufacturing site.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 31g 5mm 90 count mail order only experienced foreign matter contamination, which was noted during use. The following information was provided by the initial reporter: consumer reported upon removing the tear drop label from one pen needle, there is something small and red that he can see in the needle hub. Stated it almost looks like a bug. Lot #: 9114904. Catalog#: 320882. Date of event: (B)(6) 2020.